Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was not clipping properly. No other info is known. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 03/19/2009. Eval summary: the analysis results found that the el5ml device was returned in good visual condition. It was functionally evaluated and formed the remaining two clips as intended; however sticking issues were noted during testing. A corrective and preventive action has been initiated to address the root cause of the sticking jaw/cam issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified the clip short feeds issue was detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final release criteria were met before this batch was released for distribution. Results/conclusions: sticking jaw/cam.